Event description:
On (B)(6) 2010, the patient reported experiencing e4 (occlusion) errors on the infusion device for the past couple of days. She stated she changed the infusion set and adapter and she was unable to resolve the issue. She attempted to change the insulin cartridge and the plunger became stuck to the piston rod of the infusion device. She stated she turns the insulin cartridge counter-clockwise during removal and the cartridge was properly removed. She stated she was unable to remove the plunger from the piston rod and the piston rod "appears somewhat bent." She stated approximately 150 units of insulin was spilled in the cartridge compartment. She switched to the backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, cartridge, and adapter were requested to be returned for evaluation.